Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding... Device history record indicated no issues contributing to the complaint condition, supplier certification indicates correct harness values were obtained. Mfg eval concluded the threads were made according to spec. Product development eval revealed, the device was noted that the threaded tip of the instrument was broken approx at the 1st thread. The location of the fracture indicates that the sleeve came loose during screw insertion which contributed to the breakage. This complaint is indeterminate.

Event description:
It was reported that during a fusion at l4-s1 the threaded portion of the holding sleeve broke upon insertion. All pieces were retrieved confirmed by x-ray. Procedure was completed with another instrument, no harm to pt. This is report 1 of 1 for file (B)(4).